Event description:
It has been reported that two (2) drains came apart at the stopcock on the patient end. No patient injury or need for revision or medical intervention was reported. The user facility is unsure whether the occurrences are attributed to technique or product issue.

Manufacturer narrative:
The device involved in the reported incident is not available for return. An investigation has been initiated based on the reported information.